Manufacturer narrative:
Concomitant: 5076-58 lead, implant date: (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead was potentially undersensing and had low impedance trends and possible lead noise. The lead remains in use. No patient complications have been reported as a result of this event.